Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records and limited patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Devices were not returned for further evaluation. Limited patient images and no medical records were provided. Potential contributing factors to the reported event include off label use, patient anatomy, and calcification in the aortic neck.